Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was being treated at outside hospital for recent infection of gbs (group b strep) bacteremia, status post four week treatment with antibiotics. It was noted that he outside hospital suspected either a spinal source or device related infection. The patient was transferred to another hospital for dislodgement of PICC line and implantable cardioverter defibrillator (ICD) system extraction as it was determined a device related infection. A new cardiac resynchronization therapy defibrillator (crt-d) system was implanted six days later. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.